Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt said they were seeing inaccurate readings on both their controller and pt programmer. Pt said pt said ins depleting quicker than expected and ins recharger and pt programmer not showing expected battery levels. On their pt programmer, they would see the ins battery was fully charged and then the next minute they would see the ins was half charged. Pss discussed normal function of the ins and the pt programmer with the pt. Pt said they charged every day and the ins was depleting quicker then expected since about a week ago. Pt said their recharger was also not working because they "charged all night long" and the ins was not fully charged. Pt said the recharger would say "it was charged" on top and then would go to a quarter of the way down and then would be charged fully again. Pss tried to get more details, but pt just said "I'm done with this. Just replace both parts and we will be fine." Pss insisted on troubleshooting, but pt was resistant to troubleshooting and when asked to describe screens, would not describe the screen and seemed very confused and disoriented on the call. Pt said they saw a round circle with a little battery on their recharger at one time, but then refused to provide additional details. Pss redirected to hcp and mdt rep. And pt got escalated and said they met with their hcp the other day with their mdt rep. Present and their mdt rep. Said to call pats to get both pieces replaced. Pss did not ask more details because pt was escalated. Pss offered to replace pt programmer and discussed transition to wireless recharger process and pt said "no absolutely not. I have no transportation and getting to the hcp is impossible for me." Pss informed the pt of the wireless recharger process again and pt said "this call is a waste of time" and disconnected the call.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID 97754 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.